Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 toric intraocular lens (iol) intraocular lens had rotated by 47 degrees at a 3 day post-operative visit. The intraocular lens (iol) was implanted on (B)(6) 2017 in the left eye of a (B)(6) year-old male patient. At this time, the lens remains implanted in the eye and the patient was reported doing well, however a planned re-positioning of the iol is scheduled.

Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.